Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners and bleeding lcd glass. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracks in the corners of the screen. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.